Event description:
Boston scientific received information that the lead safety switch was activated on this right ventricular (rv) lead. Fluroscopy revealed what appeared to be insulation damage. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported other than the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.